Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 24th distal stent wraps with struts raised. Misalignment was evident to the 19th distal stent strut. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx (rsint30026x) coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 100% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used. It is reported that the stent deformed in vivo during positioning. The procedure was completed using a resolute integrity stent of a smaller size (rsint27526x). It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.